Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6), time: 8:45am, inratio: 6.4, 3.0, 4.7; (B)(6), 9:30am, lab: 7.0. All tests performed back to back on different fingers. Time between inratio meter tests and the lab was about an hour.

Manufacturer narrative:
A. Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 6.4, 3.0, 4.7; reference: 7.0, mean: 5.28, confidence limits. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. No confidence interval could be established. Calculated mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2 for two data points, and less than 2.2 for one data point. The results are considered discrepant beyond the documented variability for pt/inr testing. B. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012; inratio: 6.4, 3.0, 4.7; mean: 4.70; sd: 1.7; %cv: 36.17; result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. Reviewed reference test on reported lot #282855. In-house therapeutic donor testing has been performed on reported lot 282855 on (B)(6) 2012. Results as follows: donor (B)(6): inratio: 3.8, inratio: 4.2, inratio: 4.1, reference: 3.74, bias threshold: 2.74 - 4.74, %cv: 5.16. Donor (B)(6): 2.9, 2.9, 2.9, 2.77, 1.77-3.77, 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Root cause could not be determined from the information provided. No product was expected to be returned. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Strip lot complaint has strip code lv6x7 which brick lot number 257240 was assigned and packaged into strip lots 282855 and 282859. (B)(4). Corrective action is not required at this time.